Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Per (B)(4), reported through the FDA voluntary event reporting process, the manufacturer was informed that during a wire localized partial mastectomy on a (B)(6) female patient, the tip of a breast lesion localization wire broke inside the patient's breast. The provider was unable to locate and retrieve the tip when performing surgery. This was disclosed to the patient.

Manufacturer narrative:
Device product code: mij needle, tumor localization. Investigation results- a review of complaint history, manufacturing instructions, quality control measures, specifications and a review of trends was conducted to assist in the investigation. The device will not be returned to aid in the investigation of the alleged product failure. Since the device was not returned, examination could not be performed. Complaint will be confirmed based on customers testimony. This is the only complaint for this failure from 01jan2013 to 19oct2016 for this device. A definitive root cause could not be determined. The device history record was reviewed and no non-conformances were noted. There is no evidence to suggest that device was not manufactured according to specification. We will continue to monitor for similar complaints and have notified the appropriate personnel of this event. Per risk assessment no further actions are necessary at this time.